Manufacturer narrative:
Per tandem user guide: always make sure that the correct time and date are set on your system. When editing time, always check that the am/pm setting is accurate. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm. Not having the correct time and date setting may affect safe insulin delivery. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump time was incorrect due to the customer not adjusting the time for daylight savings. Customer corrected pump time and resumed insulin therapy. Additionally, it was reported that the usb cable was loose and experienced difficulty charging the pump. Reportedly, the customer was able to successfully charge the pump using an alternate usb cable. There was no impact to the customer's blood glucose level.